Event description:
In 06, nellcor puritan bennett received a report of a cuff leak. The caller is reporting a cuff leak on the device while in use on a pt. This report is associated to the second occurrence on rp200605-0062 / MFR# 2936999-2006-00544.